Event description:
Per the audiologist, the patient reported problems with the skin growing over the abutment and bleeding after the tissue reduction procedure. However, the patient reportedly has continued to use the baha device successfully. The patient was reportedly seen by the surgeon in 2008. At that time, the surgeon "cauterized" the skin around the abutment and gave the patient a healing cap. The patient is scheduled to be seen again in four months. Additional information has been requested.

Manufacturer narrative:
.